Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address elevated metal ion levels.

Manufacturer narrative:
The complaint states revision hip replacement performed on (B)(6) 2017 at (B)(6). Patient had a follow up with her surgeon and during these investigations patient had elevated metal ion levels. Metal on metal components were revised to ceramic ts revision head and poly liner. Primary implant date (B)(6) 2008. X- ray photo to follow, no further information available. A complaint database search did not identify any anomalies. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep 419. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.